Event description:
The customer contact reported concurrent flow. The secondary tubing set was being used for piggyback delivery of an unspecified concentration of ancef. The primary tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the customer contact reported the primary and secondary solutions were delivering "simultaneously." There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.